Event description:
Surgeon reported a pseudomeningocele following a procedure in which duraseal was used. Pseudomeningocele was identified on MRI scan. A re-operation was done, in which the duraseal was removed. Following re-operation, patient recovered without further incident.

Manufacturer narrative:
Surgeon reported a pseudomeningocele following a procedure in which duraseal was used. A re-operation was done, in which the duraseal was removed. Following re-operation, patient recovered without further incident. As described in the duraseal instructions for use (IFU): "the duraseal dural sealant system is intended for use as an adjunct to sutured dural repair during cranial surgery to provide watertight closure." The IFU further cites the incidence of csf leaks in the clinical study: "the incidence of post-op csf leaks in this study was 4.5%. Of these 1.8% were incisional and 2.7% were pseudomeningoceles."